Manufacturer narrative:
(B)(4).

Event description:
It was reported that both t1 and t2 fast-fix 360 curved implants pulled out of the meniscus when tension was applied. Both implants were retrieved and a backup device was used to complete the procedure. No delay nor any patient impact were reported.

Manufacturer narrative:
Device investigation narrative - a review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).